Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to the start of a cataract extraction with intraocular lens implant procedure a system message was displayed when the handpiece was plugged in. The system shut down. The case was initiated and completed using and alternate system and handpiece. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, ultrasound (us) controller printed circuit board assembly (pcba) was replaced as a diagnostic measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 27, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be established. (B)(4).